Event description:
The customer observed false nonreactive alinity I hbsag results on a 79-year-old male patient from the intervention/vascular surgery department. The sample was recentrifuged and repeated on another instrument which generated the same result. The patient was further tested and hbv dna was positive. The following data was provided: initial hbsag result = 0.00 iu/ml (nonreactive) other test results provided: anti-hbs = 175.98 iu/l; hbeag = 10.783 s/co; anti-hbe = 0.23s/co; anti-hbc = 9.6 s/co repeat hbsag result (another instrument) = 0.00 iu/ml (nonreactive) other test results provided: anti-hbs = 193.48 iu/l; hbeag = 7.92 s/co; anti-hbe = 0.83s/co; anti-hbc = 9.49 s/co hbv dna result = 2.07e+03 (positive) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I hbsag, list number 08p08-78, that has a similar product distributed in the us, architect hbsag, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hbsag results on a 79-year-old male patient from the intervention/vascular surgery department. The sample was recentrifuged and repeated on another instrument which generated the same result. The patient was further tested and hbv dna was positive. The following data was provided: initial hbsag result = 0.00 iu/ml (nonreactive). Other test results provided: anti-hbs = 175.98 iu/l; hbeag = 10.783 s/co; anti-hbe = 0.23s/co; anti-hbc = 9.6 s/co. Repeat hbsag result (another instrument) = 0.00 iu/ml (nonreactive). Other test results provided: anti-hbs = 193.48 iu/l; hbeag = 7.92 s/co; anti-hbe = 0.83s/co; anti-hbc = 9.49 s/co. Hbv dna result = 2.07e+03 (positive). No impact to patient management was reported.

Manufacturer narrative:
Section d10 concomitant product was updated to include alinity I processing module serial number (B)(6). The complaint investigation for false nonreactive alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house sensitivity testing, and literature review. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 43168fn00 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. This could potentially be a case of occult hepatitis b virus (hbv) infection which is diagnosed when an hbv dna test is positive but hepatitis b surface antigen (hbsag) is undetectable. Review of the publications, h. W. Reesink et al., ¿occult hepatitis b infection in blood donors¿, vox sanguinis (2008) 94 , 153¿166 and michael torbenson et al., ¿occult hepatitis b¿, lancet infect dis 2002; 2: 479¿86, occult hbv infection (obi) may represent acute infection in the window period, hbv tailend of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs, or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag reagent for lot 43168fn00.

Manufacturer narrative:
Correction to section h6: medical device problem code: corrected from (B)(6).

Manufacturer narrative:
Correction to section d10- concomitant product: this follow-up is being submitted to include the 2nd concomitant product that was not included in the last supplemental report.